Manufacturer narrative:
Product analysis damage was noted along the heating coil/element. Microscopic examination revealed burning of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed one kink along the shaft; the kink was observed at approx. 74.9 cm from the distal tip of the device image analysis two images were submitted for evaluation. The first image appears to show dried biologic/dark material on the surgical table. The second image displays the distal end of the catheter, with the coils appearing to be burnt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the closurefast cf6-8-100 catheter was used to treat venous insufficiency. Tumescent infiltration and local anesthesia were utilized, and hand compression was applied. Lumen was flushed prior to use. The procedure was completed with another cl osurefast cf6-8-100 catheter no patient complications have been reported as a result of this event. When the device was returned it was noted that the probe was damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.